Event description:
Patient reported receiving an 09 (technical inspection due). He stated that he was on the lawn mower and was unable to hear the alarm. His blood glucose was approximately 600 mg/dl. His normal range is 70-270 mg/dl. Patient stated that he was very thirsty as a result of the elevated blood glucose. He administered an insulin injection to address the issue. Patient stated he would switch to his backup infusion device. No medical assistance was reported. Product will be returned for evaluation.